Event description:
It was reported the tip of the ablation wand broke off inside the pt. Surgeon had to get an x-ray and elongate pt's incision in order to retrieve the tiny piece.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.